Event description:
It was reported that there was a problem with the catheter. The patient had studies done because, it was believed that the patient had a mass in her back. However, all of the studies were negative. The healthcare provider (hcp) planned to ¿check things out¿ once they got into a pump replacement surgery. When the pocket was opened, it was noted that the catheter had a big splice out of it, allowing for the drug and/or cerebrospinal fluid (csf) to fill up the pocket. The patient hadn¿t been receiving therapy, therefore, no symptoms were reported. A pump replacement and catheter revision of the proximal catheter segment were done. To the reporter¿s knowledge, no additional actions were taken. The patient recovered without sequelae. The pump dose was reduced from 2mg/day to 1mg/day. The device system was used to deliver bupivacaine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2002 (B)(6); product type catheter. (B)(4).